Manufacturer narrative:
(B)(4)

Event description:
The receiver data log was reviewed on 02/04/2016. The customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient had removed the sensor due to the loss of connection and was advised to reboot the phone and insert a new sensor. At the time of contact, no injury or medical intervention was reported.